Manufacturer narrative:
(B)(4). Device evaluated by MFR: the unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Visual inspection found residues of blood in the butt bond and residues of dried saline around the distal tip. After cleaning, no foreign matter or residues of adhesive were observe in the tip. Residues of blood were observed in the butt bond and the inner part of it, however the handle was opened and no blood was noted in the inside part. Functional inspection found the steering knob and the tension control knob functioned properly on both lock and unlock positions. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermistor/sensor resistances measured in specification and were typical. No opens or shorts were found. Lcr test was performed and confirmed that the sensor was within specifications. The tip offset measurement values indicated that the device was tracking. The ablation was verified, and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on analysis completed 13nov2017. It was reported that signal noise occurred. During a ventricular tachycardia (vt) ablation procedure using an intellanav oi catheter, signal noise occurred on the distal electrode, and the catheter image started to disappear from the rhythmia screen. The ECG was also affected. When ablation stopped, the catheter was able to be visualized on the screen. The procedure was completed using another manufacturer's device with no patient complications. However, upon analysis, a compromised butt bond was noted.